Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl and remained unaffected. The customer was instructed by technical support to clean the speaker holes and remove and reconnect the cartridge to resolve the issue. After these steps, the pump resumed normal operation with additional guidance provided on preventing future altitude alarms.